Manufacturer narrative:
Date of initial report: 03/12/2017, the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic assisted vaginal hysterectomy, the tip of the device melted and pieces detached. All pieces were retrieved and no patient injury resulted.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: 2017-05-26 .one used lf5544 ligasure device was received, and examination of the sample confirmed the reported issue. Visual inspection found the blue-grey jaw insulation was melted and a portion was missing. The clear insulation close to the jaws was also missing, causing the device to fail hipot testing. The device had signs of heavy use. The investigation identified the root cause of this complaint to be misuse by the customer. Activating the monopolar function for an extended period of time when tissue is within or contacting the side of the jaws can cause energy to flow through an alternate path other than the monopolar tip and melt the insulation. The clear insulation damage can occur from rough use or improper handling through a trocar. The IFU included with this product states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation. It also states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.